Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The device has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that the pta dilatation balloon would not deflate. Reportedly, the physician overinflated the balloon until the endoflator broke, which ruptured the balloon, allowing it to deflate. The balloon was removed in its entirety through the sheath without incident. There was no report of injury to the pt.